Event description:
It was reported by the hospital that the physician noticed that the hub of the cypher stent was cracked before getting ready to prep the stent. There was no damage to either the outer box or inner pouch. The devices were stored as usual, and there was no heat source or uv light in close proximity to the device during storage.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt. Cypher select product (cra/crb) is not distributed in the us; however, it is similar to us distributed cypher product (cxs).